Event description:
It was reported that patient had continued pain in her lower extremities. It had been suggested to the patient, through an independent medical exam that she has the system removed as the presence of the paddle lead was causing a 'mass lesion'; the paddle lead was also putting pressure on the spinal cord and was causing her pain in her legs. It was noted that this was the same pain patient had prior to any implant. Patient had paddle lead placed which worked for a while, but then stopped working. The reason for the lead not working was unknown. There was another set of percutaneous leads placed after the paddle lead was placed, but this information was not shown in device registry. It was also reported that patient experienced a shocking or jolting sensation with the stimulation which started after the percutaneous leads were placed. The physician suspected that the paddle leads that had been placed were broken. The physician also suspected that patient had a paddle lead internalized along with 2 percutaneous leads, and the percutaneous leads were the ones connected to the implantable neurostimulator (ins). Patient was not using the stimulator as the date of this report due to shocking sensation, and reflex sympathetic dystrophy syndrome pain had gotten worse with time. Patient requested that the ins be explanted, but the physician refused because ins pocket area was very sensitive to patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, implanted: 2006-(B)(6), product type lead product ID neu_ unknown_lead, product type lead product ID 3998, lot# v009352, implanted: 2006-(B)(6), product type lead product ID 3708240, serial# (B)(4), implanted: 2006-(B)(6), explanted: product type extension. (B)(4).

Event description:
Additional information from the patients physician was received. The physician felt as if there was not an event and that there were no injuries involved. The physician did confirm that the lead(s) were broken and not functional. The physician stated that the independent medical professional did not examine the patient in person. The physician felt as if the events stated were more out of speculation than from examining the patient.